Event description:
Customer was getting erratic readings. During the system evaluation over the phone, it was determined that the customer was using off-brand reagent strips. Customer will be sent correct reagent strips and understands that for accurate results, theymust use the appropriate reagent strips. Customer was invited to call back 24/7 for further questions or concerns.